Event description:
The customer reported that his olympus video system center was producing an e105 error code during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device without any delays or patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e105 error was present during testing. Further evaluations are still being conducted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error code (e105) was unable to be identified. Olympus will continue to monitor field performance for this device.